Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system was not starting up. Upon troubleshooting, the fse found that the x-ray system was stuck on 'x-ray system was starting up' and did not boot. Power cycling did not improve the situation. The software of the device was crashed, and the data could not be read. To resolve the issue, the fse replaced the touch panel in the control room and the communication board inside the device, along with the pdu dual switch module, and reinstalled the software. The defective x-ray tube was returned to philips for failure analysis. During the failure analysis, the failure mode was determined to be an electrical defect, which concluded that the failure was confirmed. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.